Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported the patient does not feel any stim sensation and she was told that it is probably due to her history of 3 back surgeries and her nerves are so messed up. When she was undergoing the trial her amplitude was at 11 compared to now with the implanted device she has it up to 8.5 on p2. Caller wanted to know why they cannot increase beyond 8.5. Caller stated they tried to lower it but then the patient would still wet herself. Caller stated patient has better therapeutic effect at 8.5 however today hasn't been very good. The patient reported loss of therapeutic effect when amplitude was lowered caller stated patient may not be emptying like she should be, she was supposed to be going to the bathroom every 3 hours whether she has to go or not. Caller indicated that she was not sure if she was using the pp correctly, both she and the patient were pressing buttons. The caller also indicated that she and the patient may have accidentally turned therapy off, thinking that the stim off button turned the pp of. Caller mentioned she found the controller to be confusing. The caller was able to sync with the patient programmer and noted stimulation was on. There were no further symptoms or complications reported or anticipated.